Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely melted, worn away slightly exposing metal. Further inspection found char marks on the non-insulated area of the grasping section and on the probe unit due to thermal damage. The device was connected to the test generator and the device passed the probe check. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result.

Event description:
Olympus was informed that during an unspecified procedure, the plastic (teflon pad) peeled back on two handpieces. It was reported that the devices alarmed a few times and then stop working. It is unknown if the intended procedure was completed. There was no patient injury reported. This is report 1 of 2.